Event description:
It was reported that the tip of the subject catheter fractured during a coiling procedure for embolization of a left internal carotid artery terminus aneurysm. Resistance was encountered at the carotid terminus. The fractured catheter tip was successfully snared by the provider with a stent retriever. There was a one-hour procedural delay. The patient was discharged, and no apparent harm has been reported at this time.